Event description:
It was reported the patient experienced telemetry issues and 'stopped feeling stimulation on (B)(6) 2013" and it was stated that an overdischarge was suspected. The recharger revealed the device was last recharged on (B)(6) 2012 the patient's physician 'suspected the system may have migrated' and 'mentioned the patient felt stimulation in his genitalia.' It was noted the healthcare provider planned to take an x-ray. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was unknown. The device may have been reprogrammed on an unknown date in (B)(6) 2013, but this was unclear.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 7752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).